Manufacturer narrative:
When the smart control nitinol stent system was taken out of the sterile packaging, it appeared that the stent had partially deployed; the markers were visible. It was noted that the locking pin may have fallen out in the sterile pack. There was no damage noted to the outer packaging. The product appeared normal when taken from its packaging. The product was stored correctly. The device was secure in the packaging. There was no mishandling of the product. It was noted that the locking pin may have fallen out in the sterile pack. The stent was not delivered and another stent was used to successfully treat the lower extremity lesion. There was no reported injury to the patient. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the return of the device for analysis and with review of the available information, no conclusion can be made regarding the possible dislodgement of the locking pin and the premature deployment of the smart control noted upon removal from the packaging. Based on the device history record review and controls in place, there is no indication that it is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep, when stent was taken out of its sterile pack, it appeared that the stent had already flowered out as the markers were visible. The procedure being performed was a lower extremity angioplasty and stenting. There was no damage noted to the outer packaging. The product appeared normal when taken from its packaging. The product was stored correctly. The device was secure in the packaging. There was no mishandling of the product. It was noted that the locking pin may have fallen out in the sterile pack. The stent was not delivered and another stent was used to successfully treat the lesion. There was no reported injury to the patient